Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. Applied medical has reviewed the details surrounding the event and related products. At this time, applied medical is unable to determine the cause of the injury or confirm that a product malfunction occurred. Applied medical will monitor its vigilance systems for any developing trends. This document represents the initial and final report.

Event description:
Procedure performed: hemorrhoidectomy. Incident description: the surgery went well. After a while (exact time to be confirmed) there was hemorrhaging. Additional information received from the sales rep by phone on 15 mar 2018: there was no bleeding observed during the surgery. Sealing a vessel or tissue bundle did not directly lead to bleeding. Small arteries and hemorrhoid tissue bundle were being sealed. During the surgery there was no insufficient hemostasis observed. There was no tension applied to a vessel or bundle that was being sealed. The patient did not exhibit any vascular pathology. The device was activated on some inflamed tissues. The patient was not given anticoagulation medicine. The hospital confirmed that these incidents occurred with 3 patients between (B)(6) 2018. Patient 2 will be associated to (B)(4). Patient status: today the patient is fine.